Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the system displayed multiple system messages and was restarted to proceed with surgeries. Surgeon dropped the lens nucleus during the procedure and converted to a triple surgery after exchanging the system. The surgeon reports that there was no patient harm.

Manufacturer narrative:
The customer reported that a system message (sm) displayed, the surgeon stepped on the footswitch thinking that the phacoemulsification would start, but it did not. The crystalline lens was then noticed to have fallen into the posterior chamber of the eye. The system was switched with a different console to complete the case. Additional, related information was requested but was not obtained. The company representative tested the system and confirmed the reported issue. The cable was replaced to resolve the issue. The system met specification. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The system was examined. The company representative did not mention finding anything that was attributed to the pc tear. However, the system message (sm) was confirmed (via event log review). The pneumatics module/cable assembly was found bent and the company representative attributed this to sm displayed. The parts were subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 10, 2017. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported sm can be attributed to cable assembly/pneumatic module.the root cause of the pct cannot be determined as conclusive. The manufacturer internal reference number is: (B)(4).